Event description:
(B)(4).

Manufacturer narrative:
(B)(4) is submitting a single report on behalf of b braun (B)(4) (MFR) and (B)(4) (the importer). (B)(4). The pump has software version (B)(4). The pump was tested three times for volumetric accuracy with a rate of 50 ml/hr and .36 ml (piggyback) and tested in specification with no free flow door closed or opened: 1st test: .36 ml or 100% of expected volume in 26 seconds; 2nd test: .36 ml or 07% of expected volume in 26 seconds; 3rd test: .37 ml or 103% of expected volume in 26 seconds. The pump operated within specifications. In a follow-up with the facility, the reporter confirmed that there was no adverse reaction associated with this event. The nurse visually noticed the free flow and stopped it before reaching the pt. The nurse switched the set into a new pump and the pump functioned correctly. The reporter could not comment if the set was loaded correctly. The reporter also stated that the incident occurred around 5:45 am. The pump's operational log was reviewed. Prior to (B)(6) 2013, on (B)(6) 2013, the pump was infusing at a rate of 60 ml/hr with a vtbi (volume to be infused) of 300 ml. At 12:44:52 am, on (B)(6) 2013, the pump completed the infusion and automatically switched into kvo (keep vein open) mode. A total of 300 ml was infused or 100% of the expected volume. At 12:45:29 am the kvo mode was stopped. At 12:45:39 am a new vtbi was set to 150 ml. At 12:4:40 am, the infusion was restarted at a rate of 60 ml/h. At 2:59:45 am, the infusion was stopped with 134.06 ml infused or 100% of the expected volume. The pump was not run for 4 minutes, as result the pump alarmed for being idle. The alarm was confirmed at 3:03:21 am. At 3:03:22 am, the infusion was restarted at the same rate of 60 ml/h. At 3:19:19 am, the infusion completed and the pump automatically switched over into kvo mode. A total of 15.94ml infused or 100% of expected volume. The kvo was stopped at 5:21:03 am. At 3:21:07 am a new vtbi of 20 ml wa set. At 3:21:08 am, the infusion restarted at the previous rate of 60 ml/h. At 3:22:20 am, the infusion was stopped with 1.20 ml infused or 100% of the expected volume. At 4:51:28 am, the piggyback (secondary infusion) was selected. A new vtbi and rate were set to 100 ml and 50 ml respectively at 4:51:37 am. At 4:51:44 am, the piggyback infusion was started. At 4:52:04 am, the infusion was stopped with 0.28 ml infused or 100% of the expected volume. At 4:53:20 am, the infusion was restarted. At 4:53:26 am, the infusion was stopped with 0.08 ml infused or 100% of the expected volume. The pump was not used for infusion for the rest of the day and was turned off at 12:33:32 pm. It should be noted there are several mitigating mechanisms between the pump and the tubing set that prevent fluid flow. These include the set based free flow chip, a tomahawk valve that can be released manually to remove the tubing, and the tubing's roller clamp. It must be noted that the instructions for use of the pump indicate that for piggyback mode to be initiated, the pump must first be stopped. It is recommended to keep the roller clamp of the non-active infusion closed and that the secondary infusion is at the appropriate height as per the IFU. To start the infusion, fill the infusion line and close the roller clamp. Insert the line while the device is switched on and the line guide element is inserted. Otherwise, there is danger of free flow. Based on the results of this investigation and event description, it cannot be ruled out that the cause of the event may be associated to a failure of the user to follow the mitigating instructions in the IFU to prevent free flow events. The most likely sequence of events that resulted in the flow of fluid was that the set based free flow clip did not activate because the set had not been properly loaded into the pump and the ant free flow clip was not placed into its correct position. Based on the results of this investigation, the pump operates as intended. No conclusions can be made regarding the cause of the event. All available information has been forwarded to the device MFR. If additional pertinent information becomes available, a follow-up report will be submitted.